Event description:
On (B)(4) 2013 an article titled ¿vagus nerve stimulators in the treatment of epilepsy: our experience¿ was received. Review of the abstract revealed that an analysis was conducted of 226 vns patients in their institution between 1995 and 2008. There were 10 procedural complications including three wound infections. This report houses one of the three wound infections; the other two are captured on MFR report # 1644487-2013-01943 and MFR. Report # 1644487-2013-01944. Additional information has been requested from the physician but no further information has been received to date.